Event description:
It was reported that a spectrum pump will not upstream occlude. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the problem was unable to be reproduced during evaluation or evaluated for due to a reload set error. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.